Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power-up test fails code #12. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusion), h10, h11 corrected fields: b5, d5, e2, e3, g2 a getinge field service engineer (fse) was dispatched to evaluate the cardiosave intra-aortic balloon pump (iabp) ¿power-up test fails # 12 (non iso dsp sbit etf), he found unit repeatedly alarmed with power up test failure code #12, indicating fe board issue. To fix the issue, the fse replaced the front-end board (0670-00-1164) and performed all functional and safety checklist protocol found on pm so# (B)(4) to meet factory specifications. The unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power-up test fails code #12 while preparing for use. There was no patient involvement.